Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shutdown unexpectedly. Additionally, it was reported that the pump battery was not charging. Customer's blood glucose level ranged between 200-400 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.